Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump error alarm, low battery, and power loss alarms due to j6 connector resistance issue. No unexpected replace battery now alarms noted during testing. The pump was also received with serial number label fading, missing display window cover, and slightly stained keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frequent battery replacement. Customer's blood glucose value was unknown. The device will be return for analysis.